Manufacturer narrative:
The insertion system was returned to the manufacturer for evaluation. Visual inspection of the return product revealed that the plunger component was observed almost in a complete advance position. The insertion system was visually inspected under a microscope. There were no lens and/or viscolastic residues observed inside the insertion device. The pushrod was observed outside the cartridge tip and stretch marks were observed inside the cartridge tube and cartridge tip indicating that the lens was delivered. The plunger component does not pull back; therefore is properly locked. The cartridge was observed in the correct position. The cause of the reported complaint could not be determined. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) into the eye, there was patient contact and a loading issue occurred when there was an injector failure and the lens got stuck in the cartridge and too much pressure was required to get the lens out. The surgeon was able to implant another pcb0000195 lens into the patient's right (od) eye. Additional information confirms that only the cartridge part touched the patient's eye. The lens was not inserted. Nothing different was needed or done. The surgeon just used another lens and it worked fine. No patient injury was reported. No other information was provided.